Event description:
The user received low hcg results for two samples that did not correlate with the 1:100 dilution result or the repeat result. All results are in miu/ml. On (B) (6) 2010, sample 1 initial result was 0.867, result from a 1:100 dilution was 993.9 and result repeated straight was 1083. The initial result was not reported and the patient was not affected. On (B) (6) 2010, sample 2 initial result was 1.77, result from a 1:100 dilution was 3848 and result repeated straight was 4302. The user stated the initial result was accidently reported and an amended result was reported out within 15 minutes after the initial result so the user does not feel patient was treated. The hcg reagent lot number was 15666101. The field service representative could not find a cause. He replaced the pinch tubing and syringe seals and verified all alignments were correct. He verified the analyzer operation by watching the user run qc with successful results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 66 mg/dl and 109 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.